Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit when compared to the troponin t hs stat assay. Patient 1: on (B)(6) 2024: troponin t hs stat result was 65 ng/l. Troponin t hs result was 108 ng/l. On (B)(6) 2024: troponin t hs stat result was 69 ng/l. Troponin t hs result was 116 ng/l. On (B)(6) 2024: troponin t hs stat result was 72 ng/l. Troponin t hs result was 122 ng/l. Patient 2: on (B)(6) 2024: troponin t hs stat result was 42 ng/l. Troponin t hs result was 56 ng/l. On (B)(6) 2024: troponin t hs stat result was 329 ng/l. Troponin t hs result was 476 ng/l. On (B)(6) 2024: troponin t hs stat result was 626 ng/l. Troponin t hs result was 942 ng/l.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
H6 investigation findings code was updated.

Manufacturer narrative:
The investigation determined the event was consistent with an interfering factor present in the patient samples. As no sample from the patients was available for further testing, the specific root cause could not be determined. The investigation did not identify a product problem.